Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. The customer reported event was confirmed. The returned device was fractured in 3 pieces. Manufacturing history was reviewed and no issues were identified. The exact root cause could not be determined conclusively. However it is likely that the screw tab may have fractured due to excessive stress applied on the construct while inserting the blockers.

Event description:
It was reported that; when reduction with the reduction thread at the lumbar spondylolisthesis at l4 part, the blade screw was broken. Although the surgeon was tried to use the recovery system, it was not se with screw. Therefore, the screw was changed the new one and the operation was succeeded. The blade was not resisted the force of the reduction, because the bone quality was good and the screw fixation was good.

Event description:
It was reported that; when reduction with the reduction thread at the lumbar spondylolisthesis at l4 part, the blade screw was broken. Although the surgeon was tried to use the recovery system, it was not se with screw. Thereore, the screw was changed the new one and the operation was succeeded. The blade was not resisted the force of the reduction, because the bone quality was good and the screw fixation was good.